Event description:
It was reported that the right ventricular (rv) lead exhibited no capturing, and no sensing. Upon x-ray it was noted that the rv lead had dislodged. Attempts to reposition the rv lead were made, however the lead continually dislodged. The rv lead was exchanged and replaced with a new lead. In addition, it was noted that the right ventricular (rv) lead had also encountered insulation damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).